Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced and will return for analysis. No additional adverse patient effects were reported.